Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence; urinary/bowel dysfunction it was reported that the bladder stimulator was no longer working for them. The patient stated that the urge to go will come and if they don't go immediately, they will get their pants wet, they will pee their pants just as quickly.. Patient also mentioned that the therapy is not working very well for their bowel movements either. The patient stated that they go every 2 hours and it's quite a pain. Patient services asked the patient if they had any falls or traumas that led to the issue, but the therapy not helping had only begun about 4 weeks ago so they not think that fall had anything to do with their current issue. They denied any other falls or traumas. The patient mentioned that they called their healthcare provider (hcp) yesterday to schedule an appointment for july, and as that was not for a while, they decided to call the manufacturer company. Patient services wanted to note that the patient had been holding for 20 minutes to speak to patient services and was escalated on the call for a good portion of it. Patient services reviewed the role of patient services with the patient and walked the patient through connecting to their settings, and the therapy was on at 1.0 ma. They said they had it set before on 8.0 ma so they didn't know why it was at 1.0 ma. Patient services reviewed that the therapy would not change on its own and that running the therapy at 8.0 ma would drain the battery very quickly and tried to clarify the comment more but the patient was escalated and wanted to increase the stimulation. Patient services reviewed stimulation considerations, and the patient then increased the stimulation up to a comfortable level at 1.5 ma where they felt the stimulation in the bike-seat region. The patient will maintain stimulation level , will continue to track symptoms, and will follow up with their hcp in july. Patient services also wanted to note that the patient was difficult to understand on the call so patient services did their best to assist the patient and document the reported information.